Event description:
Per the clinic, a biopsy punch with a sterility date shown as expired was inadvertently used to create a hole through the dressing for the baha site. The patient was prophylactically treated with oral antibiotics.

Manufacturer narrative:
(B)(4).